Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional fractured during sterile processing. No adverse events have been reported as a result of the malfunction, as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual examination found that the bottom provisional has a fracture on the anterior side of the post feature, the fragment was not returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.